Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm blood leaked. The patient underwent CT enhancement examination, the indwelling needle was routinely placed before the examination, the needle core was withdrawn after the successful injection, blood seepage was seen at the entrance and exit of the indwelling needle core, and saline was injected to see the discharge of medicine, the indwelling needle was withdrawn, and the site of injection was re-selected for the replacement of the indwelling needle. Translated with (B)(6) .

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#3353678): 1)the products of this batch were assembled at intima ii auto line 4 in jan 2024, and packaged at cfs package line in jan 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2.no defective samples and photos have been received for the complaint. 3.retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 4.no similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.